Event description:
Customer leased six 6060's in 2001 in 10/01, the dr went to put the pump on one of a pt, which reportedly overinfused. There was no pt injury. It is unk which of the six leased pumps was used on the pt.